Manufacturer narrative:
The device mk-2000 handpiece sn: (B)(4) and the blade holder were returned to the nidek on (B)(4) 2015. The hand piece and the blade holders were evaluated by the nidek service engineer (se). On evaluation se confirmed that the blade was not oscillating however the hand piece was within specifications. The blade sliding clearance of (B)(4) was out of specifications which had caused the oscillation problem. Also, all of the flap diameter was out of specifications. The blade holder could not be repaired and would not be able to use for surgery anymore. The handpiece sn: (B)(4) was evaluated and was within the specification however the some parts like shaft assembly, front of cover, holder and screw for the handpiece were deteriorated. The parts were replaced. The handpiece was tested for proper operation and has been functional. Se confirmed that the customer had been using third party's blade for long time that could have resulted the deterioration of the blade holder. Reference: nidek keratome, model mk-2000, operator's manual, us edition -2.3 in use, 2.3.3 blade and tip. Nidek confirmed that there was no patient injury involved with the event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2015. Customer reported that during the testing of the device mk-2000 hand piece (hp) sn (B)(4), the device stopped occasionally half way through the oscillation process. No injury to the patient was reported at the time as this occurred during the testing of the device.